Manufacturer narrative:
The product was not returned for evaluation. The device remains implanted. Lot and batch record reviews indicated the lens met release criteria. There are no other reports in the lot. This report was mailed to FDA on: 2/22/2008.

Event description:
A consumer reported he has poor vision in both eyes following bilateral intraocular lens implant surgery. The surgeon reported that he reassured his pt that he would be able to manage well with both eyes functioning together for near and distance vision. The pt was prescribed glasses for his comfort. Two medwatch reports are being filed for this report.